Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Hurt mouth [oral pain]; brush heads broken off a few times [device breakage]; brush head broken off a few times and I hurt my mouth as a result [injury associated with device]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills cross action had broken off a few times and he hurt his mouth as a result. The reporter stated "nothing happens" when the product's gray logo is scratched with a coin. He reported he had used this exact product version in the past. The case outcome was unknown.

Manufacturer narrative:
On 24-aug-2016 product investigation results: the reporter returned one toothbrush head on 20-jun-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Hurt mouth [oral pain]; brush heads broken off a few times [device breakage]; brush head broken off a few times and I hurt my mouth as a result [injury associated with device]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills cross action had broken off a few times and he hurt his mouth as a result. The reporter stated "nothing happens" when the product's gray logo is scratched with a coin. He reported he had used this exact product version in the past. The case outcome was unknown.